Event description:
It was reported that the patient experienced a shocking and jolting sensation when stimulation was turned on. The patient's pain worsened when stimulation was on and subsided when stimulation was turned off. It was additionally reported that the patient's neurostimulator was tilted and sticking out and that they could feel their implantable neurostimulator through their clothes. The patient reported overstretching and that their prosthesis caught on the stimulator battery. The patient also experienced a burning sensation. The patient was able to fully recharge; the patient previously always got 8 coupling bars but got 4-8 bars during the last recharge.